Manufacturer narrative:
The dfm100 assy processor (s/n (B)(6) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the pca passed all tests during op check, general testing and no fault was found. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the system does not start. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.